Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an air detected in cassette error message during drain 0 of 5. The patient bypassed to fill 1 and the solution started to spray out of the plunger area of the connector. The patient was advised by technical support to cancel the treatment and follow up with the pd nurse regarding this incident. Upon follow up, the patient's pd nurse reported the patient had notified her regarding the incident. According to the nurse, the patient who lives in a nursing home, was assisted by the nurses to complete the treatment using the cycler by setting up with new supplies. The nurse stated that the patient did not experience any adverse events as a result of this incident. No prophylactic antibiotics were prescribed.